Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the complaint states: ¿event: cements came without sticker. None of the 2 cements had the stickers. Attached photo.¿ the complaint describes product that is missing labels. There is not enough information in the complaint description to indicate which label is missing. Each unit carton contains patient labels and labels on the liquid ampoules in addition to the label on the outside of the unit carton. The photograph supplied by the hospital team is of the unit carton label and cannot be used to confirm the complaint description. The product information is duplicated across the patient labels, liquid ampoule labels, and unit carton labels. No product was returned for investigation. 3 retained samples were checked for missing labels but no failures were discovered. A root cause cannot be established with the currently available information. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed: 8770411: 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the complaint states: ¿event: cements came without sticker. None of the 2 cements had the stickers. Attached photo.¿ the complaint describes product that is missing labels. There is not enough information in the complaint description to indicate which label is missing. Each unit carton contains patient labels and labels on the liquid ampoules in addition to the label on the outside of the unit carton. The photograph supplied by the hospital team is of the unit carton label and cannot be used to confirm the complaint description. The product information is duplicated across the patient labels, liquid ampoule labels, and unit carton labels. No product was returned for investigation. 3 retained samples were checked for missing labels but no failures were discovered. A root cause cannot be established with the currently available information. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Re-open investigation: 11 november 2019. Photographs were taken by the warsaw chu of the returned sample. Photos are of the unit carton label, the IFU and the empty unit carton. No evidence from these photographs to establish root cause for this complaint. Device history lot : device history reviewed: 8770411: 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted.

Event description:
Event: cements came without sticker. None of the two cements had the stickers.